Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: upon further investigation additional information was received from the reporter stating that after checking the points, the cuts were 0.0mm off planned schedule. The off-cuts were detected when the trials came on and we noticed significant gaps in the chamfer sections. At that point, we used the pointer expecting to see that the area was over resected, but it was as planned. Cemented was planned and cement was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that there was an off anterior chamfer cut when using the robotic assisted satellite station device. It was reported that the device was being used with the robotic assisted base station device. It was reported that when checking with the pointer, all cuts came out to be as planned, but when seating the trial there was a huge gap between the trial and anterior chamfer. It was reported that this was the surgeon¿s first case post software update. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device log files were reviewed for this event, and it was determined that there were no defects found with the system or software. The investigation could not confirm the reported issue of "huge gap between the trial and anterior chamfer". The user indicated that there was no negative impact to the patient outcome and no patient harm, and the investigation indicates that the system was behaving properly. The investigation found that the root cause of the complaint is likely array movement. While the exact cause of the array movement cannot be established, the failure to verify the checkpoint after having issues with performing accurate cuts means that this case falls under cause traced to user, which is user error.